Event description:
After removal of the swanganz catheter by physician, a post-procedure chest x-ray revealed a break in the catheter. The break was in the mid-portion within the superior vena-cava. The pt went to radiology for fluoroscopic removal of the pa catheter tip. X-ray revealed that the catheter was freely floating. It's proximal tip was in the distal scv and the distal tip in the right atrium. A loop of the catheter was also in the right atrium. Using a right femoral approach, a snare was used to grab the proximal tip. It was removed slowly from the heart thru the ivc and out thru the right groin. A post-procedure chest x-ray revealed no remnants or residual portions of the catheter. The pt tolerated the procedure well.